Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative has provided diagnostic and medical reports reporting "device rupture as well as bottoming out of the device". Device has been explanted. This relates to the right device.

Manufacturer narrative:
Photo analysis: visual analysis of the photos identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - migration: unable to observe as it is a medical event that is not related to the device. - pain: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: - red particles on the surface of the shell.

Event description:
Patient representative additionally reported right side "pain, permanent change of shape on both sides, complaints during the day and at night, unable to cover up change of shape with clothes, hot feeling, tinging etc."